Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of brush detachment.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. Prior to the procedure, it was reported that the bristles of the brush were broken/missing. The procedure was completed using another rx cytology brush. There were no patient complications reported as a result of this event.